Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the integrated multisensor technology (imt) tubing, x-seal and d2 tubing, which had air in the lines. The cse also replaced the sampler drain and sampler tubing, which was kinked. The sampler probe was realigned and cse stylette the rotary valve and tower. A new sensor was conditioned, then checked. Precision was run on electrolytes and quality controls were run, resulting within range. The cause of the discordant sodium result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension exl with lm instrument. An integrated multisensor technology (imt) system measurement error was produced in the timeframe when the discordant result occurred. The discordant result was not reported to the physician(s). The customer reran the sample on an alternate instrument and it resulted lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.